Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected sometime during the day. The customer was unsure if blood glucose (bg) levels were impacted earlier but stated bg's were (228 mg/dl) during the call with tandem technical support. The customer reconnected the luer lock and a bolus was taken.